Event description:
It was reported that the biomed at bedside assisting nurse with troubleshooting arctic sun device on a patient. The device was alerting low and marginal flow. The water flow rate was 1.6-1.8 lpm. Target temperature was 36.5c, patient temperature was 37.5c, and water temperature was 32.1. Therapy has only been running for 1-2 hours, patient was initially 38.3c. Biomed stated could see air bubbles in the line and thought that might be why. Mss instructed biomed to have nurse pause the therapy and empty pads. Mss had them disconnect and reconnect the pads using the proper technique. Mss restarted therapy and water flow rate rose to 3.5 l/min. Mss informed biomed and nurse to call back if they have any other issues. As per additional information received from biomed on 03nov2022, the unit had to be swapped out. There was no patient injury. The device was sent to biomed, and it was determined that the device had a failed mixing pump. The device would be repaired onsite. As per follow up information received via email on 04nov2022, biomed would replace pump onsite.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned

Event description:
It was reported that the biomed at bedside assisting nurse with troubleshooting arctic sun device on a patient. The device was alerting low and marginal flow. The water flow rate was 1.6-1.8 lpm. Target temperature was 36.5c, patient temperature was 37.5c, and water temperature was 32.1. Therapy has only been running for 1-2 hours, patient was initially 38.3c. Biomed stated could see air bubbles in the line and thought that might be why. Mss instructed biomed to have nurse pause the therapy and empty pads. Mss had them disconnect and reconnect the pads using the proper technique. Mss restarted therapy and water flow rate rose to 3.5 l/min. Mss informed biomed and nurse to call back if they have any other issues. As per additional information received from biomed on 03nov2022, the unit had to be swapped out. There was no patient injury. The device was sent to biomed, and it was determined that the device had a failed mixing pump. The device would be repaired onsite. As per follow up information received via email on 04nov2022, biomed would replace pump onsite.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. Prior to the reported issue, biomed had called to troubleshoot a reported air leak and was able to resolve the issue. Mss informed biomed and nurse to call back if they have any other issues. Per additional information received from biomed, the unit had to be swapped out. There was no patient injury. The device was sent to biomed, and it was determined that the device had a failed mixing pump. The device would be repaired onsite. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is known that the device did not meet specifications and that the device was influenced by the reported failure. The device was in use on a patient. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: the labelling is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.